Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of problem: "tacrolimus tubing was changed at 1800 as per usual. It is unknown if the pump was alarming from 1800 until shift change at 1930, but pump was alarming constantly from 2000 until tubing was changed again at 0030, on (B)(6) 2024. The alarm showed air in the line. Nurse lost count of the times the pump was reset. Pump was also changed 2130 and that made no difference. It is likely that patient did not receive most of her tacrolimus during 1930 and 0030. Once the line was changed, the issue resolved."